Event description:
It was reported that the leading haptic of the extended depth of focus intraocular lens (iol) twisted to the opposite side, and a crack appeared at the periphery of the optic during implantation. The implant was left in place, and the postoperative evaluation was favorable. No patient injury was reported. No medical intervention was required. Through follow-up, we learned that balanced salt solution (bss) without excipients was used at room temperature to set the device. The bss was introduced into the cartridge canopy and it was placed according the indications for use. The physician did not experience any resistance turning the preloaded device plunger. No further information was provided.

Manufacturer narrative:
. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.